Event description:
The patient was being intubated with 7.5 et tube. After the successful intubation the cuff was inflated with 10cc of air, an audible air leak was present and the cuff would not stay inflated. This was repeated with 4 different et tubes with the same issue. The lot numbers were not the same. We sent one of the et tubes to manufacturer for inspection.